Manufacturer narrative:
Bayer case number: (B)(4). Chronic pain [pelvic pain female] chronic fatigue, unexplained, increasingly severe, aggravated by physical and intellectual efforts [chronic fatigue] constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly [muscle pain] constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly [joint pain] constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly [tendon pain] constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly [neurogenic pain] gastrointestinal disorders: abdominal pain [abdominal pain] gastrointestinal disorders: constipation [constipation] bloating [bloating] flatulence [flatulence] vulvar cyst [vulva cyst] baker¿s cyst [baker's cyst] scalp cyst [skin cysts] significant sensitivity to the cold [cold intolerance] excessive thirst [excessive thirst] amenorrhoea quickly after insert placement; no pelvic pain (date of the menopause?) [Amenorrhoea] weight gain with change in morphology, especially of the buttocks, thighs, around the abdomen and arms [weight gain] osteoarthritis [osteoarthritis] muscle stiffness in the morning and after staying in the same position [muscle stiffness] ankle instability [ankle instability] loss of strength in hands [hands weakness of] tachycardia at rest with significant sweating [resting tachycardia] tachycardia at rest with significant sweating [sweating] memory disturbances [memory disturbance] concentration problems [concentration impairment] difficulty finding words and forgetting spelling [paraphasia] impaired sleep [poor sleep] hypersensitivity to noise [sound sensitivity increased] hypersensitivity to heat [heat intolerance] sight disorder [visual disturbance] dry eyes [dry eyes] dry nose [dry nose] circulatory problem in the legs [circulatory disorder peripheral] dry skin, especially hands and feet with cracks all year round [dry skin] reactive facial skin [allergic skin reaction] itching all over body [itching all over] damaged nails [unspecified disease of nail] repeated otitis externa causing bleeding twice [acute otitis externa] repeated otitis externa causing bleeding twice [ear bleeding] teeth that split or break for no reason [split tooth] dental problem: teeth that split or break for no reason [tooth fracture] tooth root infections [root canal infection] hypersensitivity of teeth and gums [sensitivity of teeth] hypersensitivity of teeth and gums [sensitivity of gums] repeated gingivitis [gingivitis] depressive anxiety disorders [anxiodepressive syndrome] burnout [burnout syndrome] difficulty getting up in the morning [hard to awaken] headaches in the late afternoon and upon waking [headache] migraine [migraine] increasingly frequent breast tension [breast tension] recurrent tendonitis: 6 in the last 18 months [tendonitis] difficulty performing activities such as yoga, pilates and aqua aerobics [decreased activity] irritability [irritability] loss of patience [impatience] daily life affected by side effects [impaired quality of life] sick leave [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 25-oct-2024. The most recent information was received on 25-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, 408 days after essure insertion, she experienced fatigue ("chronic fatigue, unexplained, increasingly severe, aggravated by physical and intellectual efforts"), myalgia ("constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly"), arthralgia ("constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly"), tendon pain ("constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly"), neuralgia ("constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly"), abdominal pain ("gastrointestinal disorders: abdominal pain"), constipation ("gastrointestinal disorders: constipation"), abdominal distension ("bloating"), flatulence ("flatulence"), vulva cyst ("vulvar cyst"), synovial cyst ("baker¿s cyst"), dermal cyst ("scalp cyst"), cold intolerance ("significant sensitivity to the cold"), thirst ("excessive thirst"), osteoarthritis ("osteoarthritis"), musculoskeletal stiffness ("muscle stiffness in the morning and after staying in the same position"), joint instability ("ankle instability"), muscular weakness ("loss of strength in hands"), tachycardia ("tachycardia at rest with significant sweating"), hyperhidrosis ("tachycardia at rest with significant sweating"), memory impairment ("memory disturbances"), disturbance in attention ("concentration problems"), aphasia ("difficulty finding words and forgetting spelling"), poor quality sleep ("impaired sleep"), hyperacusis ("hypersensitivity to noise"), heat intolerance ("hypersensitivity to heat"), visual impairment ("sight disorder"), dry eye ("dry eyes"), nasal dryness ("dry nose"), peripheral vascular disorder ("circulatory problem in the legs"), dry skin ("dry skin, especially hands and feet with cracks all year round"), dermatitis allergic ("reactive facial skin"), pruritus ("itching all over body"), nail disorder ("damaged nails"), otitis externa ("repeated otitis externa causing bleeding twice"), ear haemorrhage ("repeated otitis externa causing bleeding twice"), split tooth ("teeth that split or break for no reason"), tooth fracture ("dental problem: teeth that split or break for no reason"), root canal infection ("tooth root infections"), hyperaesthesia teeth ("hypersensitivity of teeth and gums"), gingival pain ("hypersensitivity of teeth and gums"), gingivitis ("repeated gingivitis") and mixed anxiety and depressive disorder ("depressive anxiety disorders") and was found to have weight increased ("weight gain with change in morphology, especially of the buttocks, thighs, around the abdomen and arms"). On unknown date she experienced pelvic pain (seriousness criterion medically important), amenorrhoea ("amenorrhoea quickly after insert placement; no pelvic pain (date of the menopause?)"), burnout syndrome ("burnout"), somnolence ("difficulty getting up in the morning"), headache ("headaches in the late afternoon and upon waking"), migraine ("migraine"), breast discomfort ("increasingly frequent breast tension"), tendonitis ("recurrent tendonitis: 6 in the last 18 months"), decreased activity ("difficulty performing activities such as yoga, pilates and aqua aerobics"), irritability ("irritability"), impatience ("loss of patience"), impaired quality of life ("daily life affected by side effects") and sick leave ("sick leave"). At the time of the report, the musculoskeletal stiffness, poor quality sleep, mixed anxiety and depressive disorder, burnout syndrome, somnolence, headache, migraine, breast discomfort, tendonitis, decreased activity, irritability, impatience, impaired quality of life and sick leave had not resolved. The outcomes for pelvic pain, fatigue, myalgia, arthralgia, tendon pain, neuralgia, abdominal pain, constipation, abdominal distension, flatulence, vulva cyst, synovial cyst, dermal cyst, cold intolerance, thirst, amenorrhoea, weight increased, osteoarthritis, joint instability, muscular weakness, tachycardia, hyperhidrosis, memory impairment, disturbance in attention, aphasia, hyperacusis, heat intolerance, visual impairment, dry eye, nasal dryness, peripheral vascular disorder, dry skin, dermatitis allergic, pruritus, nail disorder, otitis externa, ear haemorrhage, split tooth, tooth fracture, root canal infection, hyperaesthesia teeth, gingival pain and gingivitis were unknown. The reporter considered abdominal distension, abdominal pain, amenorrhoea, aphasia, arthralgia, breast discomfort, burnout syndrome, constipation, decreased activity, dermal cyst, dermatitis allergic, disturbance in attention, dry eye, dry skin, ear haemorrhage, fatigue, flatulence, gingival pain, gingivitis, headache, hyperacusis, hyperaesthesia teeth, hyperhidrosis, impaired quality of life, impatience, irritability, joint instability, memory impairment, migraine, mixed anxiety and depressive disorder, muscular weakness, musculoskeletal stiffness, myalgia, nail disorder, nasal dryness, neuralgia, osteoarthritis, otitis externa, pelvic pain, peripheral vascular disorder, poor quality sleep, pruritus, root canal infection, sick leave, somnolence, synovial cyst, tachycardia, cold intolerance, heat intolerance, tendon pain, tendonitis, thirst, split tooth, tooth fracture, visual impairment, vulva cyst and weight increased to be related to essure administration. The reporter commented: comments: ¿no one informed me of the side effects of essure inserts. For 10 years I saw numerous doctors to treat all my health problems. It was in (B)(6) 2024 during yet another check-up that my rheumatologist made the connection. It was at the same time while watching a report on maternelles on television that I saw myself in the symptoms mentioned by a person who had inserts for a few years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. The following amendment was made: after internal review the events concentration problems, daily life affected by side effects and sick leave were added and the event sport activity was deleted; outcome of several events was amended to not recovered. No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pain [pelvic pain female] , chronic fatigue, unexplained, increasingly severe, aggravated by physical and intellectual efforts [chronic fatigue], constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly [muscle pain] . Constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly [joint pain] . Constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly [tendon pain] . Constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly [neurogenic pain] . Gastrointestinal disorders: abdominal pain [abdominal pain], gastrointestinal disorders: constipation [constipation] , bloating [bloating] , flatulence [flatulence] , vulvar cyst [vulva cyst] , baker¿s cyst [baker's cyst], scalp cyst [skin cysts], significant sensitivity to the cold [cold intolerance], excessive thirst [excessive thirst] , amenorrhoea quickly after insert placement; no pelvic pain (date of the menopause?) [Amenorrhoea] . Weight gain with change in morphology, especially of the buttocks, thighs, around the abdomen and arms [weight gain] . Osteoarthritis [osteoarthritis] , muscle stiffness in the morning and after staying in the same position [muscle stiffness] , ankle instability [ankle instability] , loss of strength in hands [hands weakness of] , tachycardia at rest with significant sweating [resting tachycardia] , tachycardia at rest with significant sweating [sweating] , memory disturbances [memory disturbance] , concentration problems [concentration impairment] , difficulty finding words and forgetting spelling [paraphasia] , impaired sleep [poor sleep] , hypersensitivity to noise [sound sensitivity increased] , hypersensitivity to heat [heat intolerance] , sight disorder [visual disturbance] , dry eyes [dry eyes] , dry nose [dry nose] , circulatory problem in the legs [circulatory disorder peripheral] . Dry skin, especially hands and feet with cracks all year round [dry skin] . Reactive facial skin [allergic skin reaction] , itching all over body [itching all over] , damaged nails [unspecified disease of nail] , repeated otitis externa causing bleeding twice [acute otitis externa] , repeated otitis externa causing bleeding twice [ear bleeding] , teeth that split or break for no reason [split tooth] , dental problem: teeth that split or break for no reason [tooth fracture] , tooth root infections [root canal infection] , hypersensitivity of teeth and gums [sensitivity of teeth] , hypersensitivity of teeth and gums [sensitivity of gums] , repeated gingivitis [gingivitis] , depressive anxiety disorders [anxiodepressive syndrome] , burnout [burnout syndrome] , difficulty getting up in the morning [hard to awaken] , headaches in the late afternoon and upon waking [headache] , migraine [migraine] , increasingly frequent breast tension [breast tension] , recurrent tendonitis: 6 in the last 18 months [tendonitis] , difficulty performing activities such as yoga, pilates and aqua aerobics [decreased. Activity] irritability [irritability] , loss of patience [impatience] , daily life affected by side effects [impaired quality of life] , sick leave [sick leave] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-oct-2024. The most recent information was received on 06-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 408 days after essure insertion, she experienced fatigue ("chronic fatigue, unexplained, increasingly severe, aggravated by physical and intellectual efforts"), myalgia ("constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly"), arthralgia ("constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly"), tendon pain ("constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly"), neuralgia ("constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly"), abdominal pain ("gastrointestinal disorders: abdominal pain"), constipation ("gastrointestinal disorders: constipation"), abdominal distension ("bloating"), flatulence ("flatulence"), vulva cyst ("vulvar cyst"), synovial cyst ("baker¿s cyst"), dermal cyst ("scalp cyst"), cold intolerance ("significant sensitivity to the cold"), thirst ("excessive thirst"), osteoarthritis ("osteoarthritis"), musculoskeletal stiffness ("muscle stiffness in the morning and after staying in the same position"), joint instability ("ankle instability"), muscular weakness ("loss of strength in hands"), tachycardia ("tachycardia at rest with significant sweating"), hyperhidrosis ("tachycardia at rest with significant sweating"), memory impairment ("memory disturbances"), disturbance in attention ("concentration problems"), aphasia ("difficulty finding words and forgetting spelling"), poor quality sleep ("impaired sleep"), hyperacusis ("hypersensitivity to noise"), heat intolerance ("hypersensitivity to heat"), visual impairment ("sight disorder"), dry eye ("dry eyes"), nasal dryness ("dry nose"), peripheral vascular disorder ("circulatory problem in the legs"), dry skin ("dry skin, especially hands and feet with cracks all year round"), dermatitis allergic ("reactive facial skin"), pruritus ("itching all over body"), nail disorder ("damaged nails"), otitis externa ("repeated otitis externa causing bleeding twice"), ear haemorrhage ("repeated otitis externa causing bleeding twice"), split tooth ("teeth that split or break for no reason"), tooth fracture ("dental problem: teeth that split or break for no reason"), root canal infection ("tooth root infections"), hyperaesthesia teeth ("hypersensitivity of teeth and gums"), gingival pain ("hypersensitivity of teeth and gums"), gingivitis ("repeated gingivitis") and mixed anxiety and depressive disorder ("depressive anxiety disorders") and was found to have weight increased ("weight gain with change in morphology, especially of the buttocks, thighs, around the abdomen and arms"). On unknown date she experienced pelvic pain (seriousness criterion medically important), amenorrhoea ("amenorrhoea quickly after insert placement; no pelvic pain (date of the menopause?)"), burnout syndrome ("burnout"), somnolence ("difficulty getting up in the morning"), headache ("headaches in the late afternoon and upon waking"), migraine ("migraine"), breast discomfort ("increasingly frequent breast tension"), tendonitis ("recurrent tendonitis: 6 in the last 18 months"), decreased activity ("difficulty performing activities such as yoga, pilates and aqua aerobics"), irritability ("irritability"), impatience ("loss of patience"), impaired quality of life ("daily life affected by side effects") and sick leave ("sick leave"). At the time of the report, the musculoskeletal stiffness, poor quality sleep, mixed anxiety and depressive disorder, burnout syndrome, somnolence, headache, migraine, breast discomfort, tendonitis, decreased activity, irritability, impatience, impaired quality of life and sick leave had not resolved. The outcomes for pelvic pain, fatigue, myalgia, arthralgia, tendon pain, neuralgia, abdominal pain, constipation, abdominal distension, flatulence, vulva cyst, synovial cyst, dermal cyst, cold intolerance, thirst, amenorrhoea, weight increased, osteoarthritis, joint instability, muscular weakness, tachycardia, hyperhidrosis, memory impairment, disturbance in attention, aphasia, hyperacusis, heat intolerance, visual impairment, dry eye, nasal dryness, peripheral vascular disorder, dry skin, dermatitis allergic, pruritus, nail disorder, otitis externa, ear haemorrhage, split tooth, tooth fracture, root canal infection, hyperaesthesia teeth, gingival pain and gingivitis were unknown. The reporter considered abdominal distension, abdominal pain, amenorrhoea, aphasia, arthralgia, breast discomfort, burnout syndrome, constipation, decreased activity, dermal cyst, dermatitis allergic, disturbance in attention, dry eye, dry skin, ear haemorrhage, fatigue, flatulence, gingival pain, gingivitis, headache, hyperacusis, hyperaesthesia teeth, hyperhidrosis, impaired quality of life, impatience, irritability, joint instability, memory impairment, migraine, mixed anxiety and depressive disorder, muscular weakness, musculoskeletal stiffness, myalgia, nail disorder, nasal dryness, neuralgia, osteoarthritis, otitis externa, pelvic pain, peripheral vascular disorder, poor quality sleep, pruritus, root canal infection, sick leave, somnolence, synovial cyst, tachycardia, cold intolerance, heat intolerance, tendon pain, tendonitis, thirst, split tooth, tooth fracture, visual impairment, vulva cyst and weight increased to be related to essure administration. The reporter commented: comments: ¿no one informed me of the side effects of essure inserts. For 10 years I saw numerous doctors to treat all my health problems. It was in (B)(6) 2024 during yet another check-up that my rheumatologist made the connection. It was at the same time while watching a report on maternelles on television that I saw myself in the symptoms mentioned by a person who had inserts for a few years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-nov-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) chronic pain [pelvic pain] chronic fatigue, unexplained, increasingly severe, aggravated by physical and intellectual efforts [chronic fatigue] constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly [muscle pain] constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly [joint pain] constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly [tendon pain] constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly [neurogenic pain] gastrointestinal disorders: abdominal pain [abdominal pain] gastrointestinal disorders: constipation [constipation] bloating [bloating] flatulence [flatulence] vulvar cyst [vulva cyst] baker¿s cyst [baker's cyst] scalp cyst [skin cysts] significant sensitivity to the cold [cold intolerance] excessive thirst [excessive thirst] amenorrhoea quickly after insert placement; no pelvic pain (date of the menopause?) [Amenorrhoea] weight gain with change in morphology, especially of the buttocks, thighs, around the abdomen and arms [weight gain] osteoarthritis [osteoarthritis] muscle stiffness in the morning and after staying in the same position [muscle stiffness] ankle instability [ankle instability] loss of strength in hands [hands weakness of] tachycardia at rest with significant sweating [resting tachycardia] tachycardia at rest with significant sweating [sweating] memory disturbances [memory disturbance] memory disturbances [memory disturbance] difficulty finding words and forgetting spelling [paraphasia] impaired sleep [poor sleep] hypersensitivity to noise [sound sensitivity increased] hypersensitivity to heat [heat intolerance] sight disorder [visual disturbance] dry eyes [dry eyes] dry nose [dry nose] circulatory problem in the legs [circulatory disorder peripheral] dry skin, especially hands and feet with cracks all year round [dry skin] reactive facial skin [allergic skin reaction] itching all over body [itching all over] damaged nails [unspecified disease of nail] repeated otitis externa causing bleeding twice [acute otitis externa] repeated otitis externa causing bleeding twice [ear bleeding] teeth that split or break for no reason [split tooth] dental problem: teeth that split or break for no reason [tooth fracture] tooth root infections [root canal infection] hypersensitivity of teeth and gums [sensitivity of teeth] hypersensitivity of teeth and gums [sensitivity of gums] repeated gingivitis [gingivitis] depressive anxiety disorders [anxiodepressive syndrome] burnout [burnout syndrome] difficulty getting up in the morning [hard to awaken] headaches in the late afternoon and upon waking [headache] migraine [migraine] increasingly frequent breast tension [breast tension] recurrent tendonitis: 6 in the last 18 months [tendonitis] difficulty performing activities such as yoga, pilates and aqua aerobics [decreased activity] irritability [irritability] loss of patience [impatience] sport ctivity [dizziness exertional] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 408 days after essure insertion, she experienced fatigue ("chronic fatigue, unexplained, increasingly severe, aggravated by physical and intellectual efforts"), myalgia ("constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly"), arthralgia ("constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly"), tendon pain ("constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly"), neuralgia ("constant muscle, joint, tendon and neurological pain aggravated by cold and humidity as well as by physical activities, even those done regularly"), abdominal pain ("gastrointestinal disorders: abdominal pain"), constipation ("gastrointestinal disorders: constipation"), abdominal distension ("bloating"), flatulence ("flatulence"), vulva cyst ("vulvar cyst"), synovial cyst ("baker¿s cyst"), dermal cyst ("scalp cyst"), cold intolerance ("significant sensitivity to the cold"), thirst ("excessive thirst"), osteoarthritis ("osteoarthritis"), musculoskeletal stiffness ("muscle stiffness in the morning and after staying in the same position"), joint instability ("ankle instability"), muscular weakness ("loss of strength in hands"), tachycardia ("tachycardia at rest with significant sweating"), hyperhidrosis ("tachycardia at rest with significant sweating"), a first episode of memory impairment ("memory disturbances"), a second episode of memory impairment ("memory disturbances"), aphasia (" difficulty finding words and forgetting spelling"), poor quality sleep ("impaired sleep"), hyperacusis ("hypersensitivity to noise"), heat intolerance ("hypersensitivity to heat"), visual impairment ("sight disorder"), dry eye ("dry eyes"), nasal dryness ("dry nose"), peripheral vascular disorder ("circulatory problem in the legs"), dry skin ("dry skin, especially hands and feet with cracks all year round"), dermatitis allergic ("reactive facial skin"), pruritus ("itching all over body"), nail disorder ("damaged nails"), otitis externa ("repeated otitis externa causing bleeding twice"), ear haemorrhage ("repeated otitis externa causing bleeding twice"), split tooth ("teeth that split or break for no reason"), tooth fracture ("dental problem: teeth that split or break for no reason"), root canal infection ("tooth root infections"), hyperaesthesia teeth ("hypersensitivity of teeth and gums"), gingival pain ("hypersensitivity of teeth and gums"), gingivitis ("repeated gingivitis") and mixed anxiety and depressive disorder ("depressive anxiety disorders") and was found to have weight increased ("weight gain with change in morphology, especially of the buttocks, thighs, around the abdomen and arms"). On unknown date she experienced pelvic pain (seriousness criterion medically important), amenorrhoea ("amenorrhoea quickly after insert placement; no pelvic pain (date of the menopause?)"), burnout syndrome ("burnout"), somnolence ("difficulty getting up in the morning"), headache ("headaches in the late afternoon and upon waking"), migraine ("migraine"), breast discomfort ("increasingly frequent breast tension"), tendonitis ("recurrent tendonitis: 6 in the last 18 months"), decreased activity ("difficulty performing activities such as yoga, pilates and aqua aerobics"), irritability ("irritability"), impatience (" loss of patience") and dizziness exertional ("sport ctivity"). At the time of the report, the outcomes for pelvic pain, fatigue, myalgia, arthralgia, tendon pain, neuralgia, abdominal pain, constipation, abdominal distension, flatulence, vulva cyst, synovial cyst, dermal cyst, cold intolerance, thirst, amenorrhoea, weight increased, osteoarthritis, musculoskeletal stiffness, joint instability, muscular weakness, tachycardia, hyperhidrosis, aphasia, poor quality sleep, hyperacusis, heat intolerance, visual impairment, dry eye, nasal dryness, peripheral vascular disorder, dry skin, dermatitis allergic, pruritus, nail disorder, otitis externa, split tooth, tooth fracture, root canal infection, hyperaesthesia teeth, gingival pain, gingivitis, mixed anxiety and depressive disorder, burnout syndrome, somnolence, headache, migraine, breast discomfort, tendonitis, decreased activity, irritability, impatience, dizziness exertional and the last episode of memory impairment were unknown. The reporter considered abdominal distension, abdominal pain, amenorrhoea, aphasia, arthralgia, breast discomfort, burnout syndrome, constipation, decreased activity, dermal cyst, dermatitis allergic, dizziness exertional, dry eye, dry skin, ear haemorrhage, fatigue, flatulence, gingival pain, gingivitis, headache, hyperacusis, hyperaesthesia teeth, hyperhidrosis, impatience, irritability, joint instability, the first episode of memory impairment, the second episode of memory impairment, migraine, mixed anxiety and depressive disorder, muscular weakness, musculoskeletal stiffness, myalgia, nail disorder, nasal dryness, neuralgia, osteoarthritis, otitis externa, pelvic pain, peripheral vascular disorder, poor quality sleep, pruritus, root canal infection, somnolence, synovial cyst, tachycardia, cold intolerance, heat intolerance, tendon pain, tendonitis, thirst, split tooth, tooth fracture, visual impairment, vulva cyst and weight increased to be related to essure administration. The reporter commented: comments: ¿no one informed me of the side effects of essure inserts. For 10 years I saw numerous doctors to treat all my health problems. It was in (B)(6) 2024 during yet another check-up that my rheumatologist made the connection. It was at the same time while watching a report on maternelles on television that I saw myself in the symptoms mentioned by a person who had inserts for a few years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.